Manufacturer narrative:
The initial MDR 2432235-2016-00119 was filed on march 11, 2016. Additional information (03/09/2016): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced incubation ring bearings, reagent probe, aspiration probe rinse pump, wash 1 rotary pump, reagent probe 1000 ul syringe, and rinse blocks. The cse checked the luminometer, waste tubing, valve manifold, and positive displacement pump and magnets. Initial functional tests resulted as expected. The cause of the discordant, falsely elevated tni-ultra is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Corrected information (03/17/2016): the correct advia centaur cp instrument serial number is (B)(4).

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After the discordant result was obtained, the customer ran precision testing, which resulted with poor precision. A siemens customer service engineer (cse) was dispatched to the customer site and performed service over a few visits. The cse performed an initial evaluation of the instrument. The cse is scheduled to return to the customer site. The cause of the discordant, falsely elevated tni-ultra results is unknown. Siemens is investigating this issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra ) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. A new sample obtained from the patient was tested on the same instrument, resulting lower. The customer then repeated the original sample and the redraw on the same instrument, both resulting lower than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.